Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 (mg/dl). Juice was consumed to treat low bg levels. Reportedly, customer believes pump settings need adjusting and will be contacting their health care provider to discuss diabetes management.